Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected under the corner of mouth with 1cc juvederm vista volift xc and in the lip with 0.8cc juvederm vista volbella xc. Three weeks later, patient was treated with hifu laser. Six weeks later, the patient developed ¿swelling, heat, and numbness¿ in the cheek and lip. Five days later, the patient was treated with hirax injection (under the corner of mouth, lip), cefaclor® cap, loxoprofen sodium oral, and inteban® suppository. Two weeks later, patient developed ¿induration and lump.¿ event of induration resolved but lump persisted. This is the same event and the same patient reported under MFR report #3005113652-2021-00420, allergan emdr-00697. This emdr is being submitted for the second suspect product, juvederm vista volbella xc.